Event description:
Customer reported that the panorama central station with telemetry did not alarm for ventricular tachycardia. No pt injury was reported.

Manufacturer narrative:
Documentation reviewed by mindray engineering. System's alarms threshold were not met and therefore system did not alarm. System was operating within design specs. No device related malfunction.